Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that button was slow to respond and reservoir was hard to lock in place. The customer's blood glucose level was unknown. The rewind was loud. The device will not be returned for analysis.